Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the device be received for evaluation.

Event description:
The customer reported the device was broken/damaged. There was no patient involvement.

Manufacturer narrative:
A review of the complaint history record in trackwise and sap was performed for the (B)(6) which confirmed similar complaints with the same or related failure mode for this customer. A review of the device history record showed the device had a manufacture date of 28jul2010. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue.

Event description:
The customer reported the device was broken/damaged. There was no patient involvement.

Event description:
The customer reported the device was broken/damaged. There was no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician replaced front cover, rear case, left/right handle, barrel clamp, lock label, latch module, rear door, tube drive, sleeve drive, wiper seal, flange gripper/retainer, small/large gear claw and right iui(inter-unit-interface). Performed unit calibration. Based on the findings, service determined that the reported issue was due to damaged/cracked front cover pca. Device history record: a review of the device history record showed the device had a manufacture date of 28july2010. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history for sn (B)(6) was performed which confirmed similar complaints with the same or related failure mode.